Event description:
The event is reported as: the breathing circuit does not stay attached when pressure is added. The circuit blows off and does not stay connected to the CPAP mask. No patient injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.